Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the customer received pump error 15 (the critical block and inverse critical block did not add to zero.), the customer received pump error 23 (post-reset ram crc alarm) and loss of communication pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and rewind pump and did not pass. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7841zn.

Manufacturer narrative:
The pump passed the displacement test and self-test. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 09/02/2025 at 05:25:11.000. Pump error 15 alarm was found in the history files on 09/02/2025 at 05:25:09.000 (file number: 38 ; line number: 442). No alerts/anomalies/alarms noted during testing. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked belt clip rails. Pump error 23 was not confirmed, however, pump error 15 was confirmed due to software error. Isolate issue to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.